Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to present remotely. Replacing the patient's radio frequency remote transmitter did not resolve the issue. It was determined that the device may have a rf chip issue. No intervention was performed. There were no patient consequences.